Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization and patient outcome were not reported. It was reported that the patient was treated with unspecified antibiotic (intraperitoneal) for peritonitis. Pd therapy was ongoing. No additional information is available.